Manufacturer narrative:
It is unknown if a revision surgery was performed. No products were returned for investigation. However, the loosening was confirmed via the provided x-ray. No further information was provided. Review of labeling: possible adverse events: delayed union or nonunion (pseudarthrosis) - loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
Patient (B)(6) underwent spinal surgery consisting of seaspine's coral spinal system on (B)(6) 2017. An independent radiographic reviewer assessed the 12-month post-operative imaging and noted "loose s1 screw - non-bridging fusion mass bilateral." The provided x-ray shows the locking screw assembly had loosened from the screw head. Seaspine was made aware of this event on 27 mar 2023 as part of clinical study documentation updates.